Event description:
It was reported that approximately 2 years and 4 months following the implant of a transcatheter valve, moderate to severe paravalvular leak (pvl) was observed. Additionally, the patient presented with unspecified symptoms and was evaluated. Additional information was received indicating that no treatment has been performed to address the pvl. At the time this information was received, it was noted that the patient's healthcare team was devising a treatment plan.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 years and 4 months following the implant of a transcatheter valve, moderate to severe paravalvular leak (pvl) was observed. Additionally, the patient presented with unspecified symptoms and was evaluated.